Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the cause of the motor stalls was not known. It was noted the 1st motor stall resolved itself. The second stall did not resolve after 24 hours and the patient was in withdrawal. The pump was turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine (10 mg/ml at 2.251 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had multiple motor stall and recoveries with the a stall currently active. The event date was (B)(6) 2019. There was no MRI recently performed. The hcp was provided with the pump off passcode per hcp's request. It was noted the patient was going through withdrawal.